Event description:
The male patient had the following medical history: previous myocardial infarction (mi) and smoking. The target lesion was the proximal left anterior descending (lad). The vessel was de novo, eccentric, calcified, ostial and diffused. There was 100% stenosis (total occlusion). Aha/acc classification of the vessel was type c. The lesion length was 33.13mm and vessel diameter was 2.49mm. The patient had ck1129 and mb46. The patient had an emergent case due to ami. Aspiration was conducted and a 2.75 x 10mm cutting balloon was used at 6atm for 10 seconds. Predilation was conducted with a 3.0 x15mm balloon at 6 atm for 20 seconds. The cutting balloon caused a dissection. A 2.5 x 18mm cypher stent (lot number i0506008) was implanted at 12 atm for 15 seconds. A 3.0 x 13mm cyher stent (lot number i0306152) was implanted at 12 atm for 15 seconds with overlap at the proximal end of the first stent. Post dilation with a 3.0 x 15mm ballon was conducted at 18 atm for 10 seconds by kissing balloon techinque with the first diagonal banch. Timi flow before the procedure was 0 and 3 after the procedure. The residual % of stenosis was 0%. Ivus was conducted. Act was measured 13 degrees (315) and 14 degrees (205). There was plaque observed from the proximal lad to the left main trunk. Also, there was an untreated lesion at the distal end of the treated lesion. Four days later, the patient complained of chest pain during hospitalization. The patient had developed antero-septal ami. Ivus and coronary angiography was conducted and thrombus was observed. Thrombolytic treatment was conducted with a pit catheter. Aspiration was conducted. Balloon angioplasty was also conducted inside the cypher stents. For the heavily stenosed area at the distal lad, a 2.5 x 18mm cypher stent (lot unk) was implanted with a gap between the previously implanted cyher stent. Iabp was inserted and the patient was in stable condition.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-00950 physician's comment: the probable cause of this event may be due to the fact that there was untreated stenosis (75%) at the distal end of the stent, and also because the lesion was not completely covered by all of the stents. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.